Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. In addition, there is moisture in the display lens. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump returned with visible moisture in display lens. Pump does not power on and failed leak testing with keypad leak. When the pump cover was removed, moisture was present in pump. The keypad is torn at the ok key.